Manufacturer narrative:
H2: subsequent investigation of returned parts reveals: sticking of the ball in the seat of the check valve by some unknown substance. This prevented any air pressure from the compressor to get to the rest of the unit causing the unit to go vent inop.

Event description:
The hospital reported erratic ventilator pressure, followed by the ventilator alarming and going inoperative.